Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the display decive read failed transmitter. No additional patient or event information is available. Data log was reviewed for evaluation on 02/07/2017. Complaint for a transmitter failure was confirmed. The root cause could not be determined, post investigation. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected. Performed voltage test and unit failed. Performed share log review and review confirmed customer issue. The reported event of transmitter failed error was confirmed. A root cause could not be determined.